Event description:
It was reported that the stimulator and the lead were explanted on (B)(6) 2013 due to (B)(6) infection. It was noted that the patient recovered without sequela and no injury reported as of day of report. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type extension product ID: neu_unknown_lead lot# unknown, product type lead. (B)(4). No device analysis were performed on the stimulator lot # nlb708407h and extension lot # nkn048036v; the devices meet risk-based analysis criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.